Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. Two sample received in inner and outer blister without cover foil. One sample shows bent grasping arms. No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. The two received samples were visually inspected with the aid of a photomicroscope with various magnifications. One sample shows bent grasping arms. After cleaning, it was found that the tubes are loose which block the forceps from activating. The customer¿s complaint was confirmed. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed in 2018 by the associated manufacturing site led to an improvement in the bonding process whereby an additional 4th gluing dot was applied instead of three, ensuring a better connection between the tip-tube and sleeve. Manufacturing site improved the bonding process by increasing the amount of glue, adding a 4th gluing dot instead of three, ensuring a better connection between tip-tube and sleeve. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tips of two ophthalmic forceps were moved to the closed position after insertion into the eye during a combination cataract and vitrectomy surgery, but then could not be opened again. The surgery was completed after replacing the product with another forceps. There was no harm to the patient.